Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer's reported problem, "cassette detect error", was confirmed. Multiple "cassette not attached properly alarms" were confirmed in ehl (event history log). Found fluid ingression on the dso (downstream occlusion) sensor assembly which is the probable cause of the intermittent cassette related reported alarm. Replaced dso sensor to resolve reported error. This device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. A review of the event history log revealed multiple 'cassette not attached properly' alarms. Visual and functional testing found fluid ingression on the downstream occlusion (dso) sensor assembly. The dso was the root cause. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.